Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was in the 350's mg/dl. The customer reverted to an alternate method of insulin therapy.